Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During preparation, the balloon was ruptured when the pressure reached 4 atmospheres. The procedure was completed with another of the same device. There were no complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1-initial reporter phone: (B)(6)